Manufacturer narrative:
H3: yes, remove anticipated but not begun. H10: remove statement.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 349 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. Customer experienced "blurred vision and swollen face" due to elevated bg. A manual injection was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.